Event description:
The patient reported that he was taken to the emergency room with high blood glucose. He provided the following history. At 5:30pm, he suspended insulin delivery, and then resumed delivery at 6:01pm, when he consumed 25 grams of carbohydrate. At 6:21pm, he gave himself a 2.05u bolus. At 11:20pm, his result was 294 mg/dl, and he gave himself a 1.30u bolus. At 11:26pm, he deactivated the pod because he was concerned that it was not delivering insulin. He was taken to the emergency room where he remained for 3 hours. He was diagnosed with gastroparesis due to high blood glucose. He was given tylenol for stomach pain and gatorade. In the emergency room, his blood was drawn with a result of 207 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."